Manufacturer narrative:
The nurse stated that the lot number could be either lot hk16k03053 or lot h16l20097. The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of either of the potential lots. A visual inspection was performed with the naked eye and a cracked main body was identified. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was found cracked during peritoneal dialysis therapy. This issue was identified during use with patient involvement. The minicap transfer set was changed with a new one. There was no report of patient injury or medical intervention associated with this event. No additional information is available.